Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-31927, 3006705815-2020-31929. It was reported the patient was experiencing ineffective stimulation. Per the patient he has not had effective coverage since implant, (B)(6) 2020. Surgical intervention took place where in the system was explanted to address the issue.